Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was also connected and disconnected using the returned patient connector with no issues.the report of connection issue was not duplicated. The reported condition of separation was verified. The cause of the separation was determined to be manufacturing related issue due to inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set could not be disconnected from the patient line of a cassette; further described as "the dark blue part remains to connection". It was further reported that the female connector of the transfer set separated from the main body; further described as ""can see it broken". This was observed after use of the devices, when the nurse tried to disconnect the transfer set from the cassette for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.